Event description:
Customer reported that the tandem mobi pump battery would not charge. There was no adverse impact to the customer¿s blood glucose level. Technical support guided the customer on aligning the device logos for successful charging, and the pump began charging during the call, resulting in no further action needed.